Event description:
Per the clinic, the patient experienced migration of the implant towards the pinna subsequently, tooward the hairline (specific date not reported). The patient could not use the sound processor. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device.